Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The hospital had no additional information to provide in the matter. There was no complaint submitted by the hospital. The information available was therefore the blog narrative. According to the blog narrative, the patient was in ICU for 8 months and treated with ventilatory therapy in various ventilation modes that also included the nava (neurally adjusted ventilatory assist) mode of ventilation. The narrative does not specify given ventilation periods in the various ventilations modes and their resulting effectiveness covering the entire period of 8 months. According to the narrative, there were many issues with patient during the 8 months resulting in administration with many different types of medications, sedations and CPR among others. The allegation that the patient could have taken bigger breaths causing her diaphragm to have a greater contraction, leading to high inspiratory pressures and high volumes causing damage and inflammation to her lungs with the available information cannot be confirmed. Ventilatory patient treatment is done by healthcare professionals who continuously adapt the ventilator¿s modes of ventilation, parameter settings and alarm limits according to the patient needs during treatment. There is nothing in the narrative that indicate any ventilator malfunction during the 8 months treatment. On the contrary the narrative states that the all the doctors¿ assessments of the case found no cause. There is nothing in the narrative that indicate any ventilator malfunction during the 8 months treatment. On the contrary the narrative states that the all the doctors¿ assessments of the case found no cause.

Event description:
According to a blog publication, a patient in ICU for 8 months was on occasions treated with nava. In the blog it is alleged that the patient could have taken bigger breaths causing her diaphragm to have a greater contraction, leading to high inspiratory pressures and high volumes causing damage and inflammation to her lungs. The family requested discontinuation of life support and the patient was let pass away after bringing her home. No indication of a product malfunction. (B)(4).